Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine checkup the cardiosave hybrid intra-aortic balloon pump (iabp), was not switching on. Upon attempting to power on the unit, a continuous long beep sound was heard and the system did not boot up. There was no patient involved.